Manufacturer narrative:
(B)(4). One unit was received for evaluation. Visual inspection, functional testing, clear passage, and pressure testing were performed and nothing unusual was noted. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that nurses were unable to make connections while using a one-link extension set due to cross-thread issues. There was no patient injury or medical intervention associated with this event. Additional information was requested, but is not available at this time.

Manufacturer narrative:
(B)(4). The event was reported to take place sometime during the 2 months prior to (B)(6), 2015. Should additional relevant information become available, a supplemental report will be submitted.